Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that when stimulation stopped and the remote control was checked, it was found that the stimulator automatically turned off. Even when the ¿stimulation on¿ option was selected from the remote control's top button, it remained off and when it was set to MRI imaging mode and then turned off, stimulation could be resumed. There were no known environmental, external, and patient factors that may have caused the event. On (B)(6) 2023, the stimulator was checked, but there were no problems; the patient had 2 implanted 97715 units, and this event occurred with the stimulator implanted in the left abdomen. There were no abnormalities with the other stimulator. The issue was not resolved at the time of report. No health damage was reported. Additional information was received. It was reported that adaptivestim was on and recharge quality was "fair" on more than one occasion. Additional information was received. It was reported that adaptivestim was enabled and the cause of the stimulator automatically turning off was unknown. The actions taken to resolve this issue were that a medtronic data report was obtained and analysis of it was requested. The cause of the stimulation not turning on with the controller button was not determined. It has been confirmed that it can be turned on when MRI mode is off, so the patient performs that operation if necessary. Since the patient has not visited the hospital for the medical consultation since then, it is unknown whether the issues have since been resolved.

Manufacturer narrative:
Report source foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.